Manufacturer narrative:
Upon review, it has been determined that the report originally filed under this report is no longer considered reportable. The report in question is a duplicate of the previously submitted report 2518422-2024-102922. Both reports contain identical information, rendering this report redundant.

Event description:
The manufacturer received information alleging the device failed a pneumatic test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.